Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported resistance met during advancement and removal could not be replicated in a testing environment as it was based on operational circumstances. The reported separation was confirmed. The investigation determined the difficulties appear to be related to challenging anatomical conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, heavily tortuous, heavily calcified, de novo lesion in the distal left anterior descending (lad) coronary artery. A 2.75x33mm xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to proximal tortuosity and defuse calcification. Additionally, the sds distal shaft separated inside patient anatomy. The separated distal shaft was removed using a snare device. A 3.0x33mm xience prime was then advanced and successfully crossed the lesion to complete the procedure. There was no adverse patient sequela. No additional information was provided.